Event description:
It was reported that high impedance was observed via merlin.net transmission. Impedance had increased since (B)(6) and sensing measurements have varied. Patient to be brought in for further testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.